Event description:
According to the reporter: the sheaths shredded. There were 2 different expandable sleeves that shredded. Both used by the same surgeon. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).